Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that their old insulin pump received an after battery change alarm. The customer stated that the insulin pump was stored for an extended period of time and they experienced an unexpected restart. The customer's blood glucose level was unknown. The customer was advised to monitor the device and call back if issues persisted. The product was not replaced or returned.